Event description:
It was reported that the iLet pump touchscreen became unresponsive while the sleep/wake button functioned, following an occlusion alarm, which prevented the patient from resuming dosing and required transition to subcutaneous insulin injections; the device issue aligned with an unresponsive control interface and involved the touchscreen component. Symptoms included hyperglycemia with a blood glucose level of 230 mg/dL confirmed by fingerstick and nausea. Outcomes included the need for unexpected medical intervention in the form of alternate medication administration, and a serious illness/impairment classification. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with the touchscreen leading to key or button input not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.